Event description:
Patient underwent a plif procedure at l2-l4 on an unknown date. Post-operatively the patient presented with pain and two schanz screws were noted as broken. The patient was returned to the operating room for removal of the left l2 and left l4 screws. The surgeon did not replaced the screws and added infuse. No other hardware was changed or affected. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device is used for treatment, not diagnosis.